Manufacturer narrative:
Associated MFR's: MFR # 2916596-2019-02263. Covers the system controller exchange done on (B)(6) 2022. MFR # 2916596-2019-02263: covers the site's note of the patient's "previous existing repair" manufacturer's investigation conclusion: the report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the submitted photos. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarm, and appeared to be functioning as intended. The account communicated that the patient came to the clinic with a break in their old repair site on their driveline. It was advised by technical services for the damage to be wrapped in rescue tape, or a cosmetic repair could be applied. The patient remains ongoing on (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11-feb-2016. The heartmate ii patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas IFU is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic with a break in their old repair site on their driveline. Additionally, there was a pump stop seen on (B)(6) 2022, but the site confirmed that was due to them changing out the patient's system controller. Technical services reported that the log file captured the system controller exchange and then routine events were seen; there were no notable alarm conditions or parameter changes. As for the gray silicon tubing break on the existing repair, technical services said that it could be wrapped in rescue tape, or is there was at least 4 inches of space between the exit site and the start of the gray tubing, a cosmetic repair could be applied.